Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and death, as listed in the xience prime everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient presented with segment elevation myocardial infarction (stemi) and the procedure was to treat a lesion in the proximal left anterior descending artery with moderate tortuosity and mild calcification. A 2.25x15mm xience prime rx stent was implanted in the target lesion. After deployment, the patient was symptomatic with cardiac arrest which was treated via cardio pulmonary resuscitation (CPR) and the patient expired. Thrombosis was observed via angiography. The official cause of death was cardiac arrest. No additional information was provided.